Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens, and the lens curled under after insertion. The reporter stated the incident was caused by a loading error. The lens was removed without any patient incident.

Manufacturer narrative:
Evaluation:visual inspection of the returned product showed that both haptics and the optic had been torn. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.